Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator while on patient stopped ventilating. Patient desaturated to unknown level. Final patient outcome was no harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A correction of field # b2 outcomes attributed to adverse event: previous outcomes attributed to adverse event: life threatening. Corrected outcomes attributed to adverse event: death. A correction of field # h1 type of reportable event: previous type of reportable event: serious injury. Corrected type of reportable event: death. A correction of field # h6 health effect-impact code: previous health effect-impact code: 2199. Corrected health effect-impact code: 1802.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs was reviewed. The event log showed log posts for a normal standby mode on the reported event date oct 8, 2024; standby button activated, standby dialog confirmed and standby. The standby is preceded by a logged ¿standby button activated¿, which implies pressing the standby key by the user, followed by a logged ¿standby dialog confirmed¿ which implies pressing the option ¿yes¿ in the pop-up window whereafter the ventilator is set to the standby mode. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. The setting of the ventilator to standby mode is an active operation by the user and ventilation must be started manually from standby mode. The ventilator cannot set itself to standby mode. The event log also showed that the last alarm 1 second prior the ventilator was set to standby was low peep (positive end expiratory pressure), which indicates that the unit was ventilating at that time. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the date of the event. In the test log it was noted that the last successful pre-use check was performed on (B)(6) 2024. The conclusion is that there was no ventilator malfunction at the reported date of the event. The reported stop of ventilation could not be confirmed. However, according to the provided logs the ventilator has been actively set to standby mode but by whom or for what purpose is unknown.

Event description:
Manufacturer's ref.#: (B)(4).